Event description:
The customer called regarding no audible tones. It was indicated that during the self test, the pump did not beep. At that time, the customer was advised that the pump will be replaced.